Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having stroke. The patient was under increase blood pressure medication, two different blood thinner medications,currently in speech therapy, also taking an aspirin a day and diagnosed with blood clot to the right frontal lube - embolisms. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having stroke. The patient was under increase blood pressure medication, two different blood thinner medications,currently in speech therapy, also taking an aspirine a day and diagnosed with blood clot to the right frontal lube - embolisms an issue related to a CPAP device's. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed anlight unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box, unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) Light white contamination (dust-like) on top and bottom of the blower motor and the blower motor seal. Unknown light black contamination (dust-like), (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure, very light unknown white specks (dust-like) in bottom of blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded soundabatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed contamination in the base unit and was not able to confirm the complaint or address the symptoms specified.